Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This report is for an unknown expert a2fn nail. Part and lot numbers were not provided by reporter. Other number¿UDI: unknown part number, UDI is unavailable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Reporting facility phone number is (B)(6). 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 due to postoperative breakage of the proximal end of an unknown expert a2fn nail. The nail was initially implanted on (B)(6) 2015. The nail was explanted during the revision surgery. This report is for an unknown expert a2fn nail. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: the involved part has not been returned in the original sterile packaging. The nail is broken in two pieces in the head portion. The reference numbers etched on the nail match with the data reported in the complaint. Reviewing device history record documentation confirms that this lot was manufactured according to the specifications. This lot was released after passing final inspection without any findings. The raw material is according to the specification as well. The returned part was re-inspected for all the features pertinent to the complaint condition. The nail is broken on the shaft/head portion at level of the hole referred as hole 6 in the analysis report. In order to confirm the conformity of the damaged hole, the closest hole in the fractured area (referred as hole 3 in the analysis report) has been re-inspected and found conforming to specifications. Since holes 3 and 6 are manufactured using the same cnc program, parameters and tools (repeated features) it is possible to conclude that the also the damaged hole (hole 6) was conforming to spec. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. No product fault could be identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Patient date of birth/age, gender, and weight are still unknown. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing site: (B)(4) - manufacturing date: july 3, 2014 - expiry date: june 1, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is not distributed in the united states, but is similar to a device marketed in the us. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.